Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive over/ under correction, low vault and anterior subcapsular cataract was observed. In a separate surgery the lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11- manufacturer narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6. Health effect- clinical code (e): 4581-refractive over/ under correction. H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).